Manufacturer narrative:
One used infusion site was returned for evaluation. Examination of the site found that the site's fabric layer had come away from the site's adhesive layer. The examination of the site could not determine a root cause for the separation. Similarly, the adhesive properties of the adhesive layer could not be evaluated as the site had already been used by the customer. No root cause for the issue could be determined; no corrective actions are planned at this time.

Manufacturer narrative:
One used cleo® 90 infusion set was returned for investigation. Visual inspection found that the fabric/adhesive layer had come away from the site. The time the product was in use was unable to be determined. The returned device's adhesive properties were unable to be examined as the device was used. Investigation was unable to determine the root cause of the fabric/adhesive layering coming away from the site. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from their body after 1 day of use. No further adverse effects to user reported.